Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff reported that the tips of the tenaculum forceps instrument would not close and wires were sticking out. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of a wire sticking out is confirmed. Three of four grip cables are broken at the distal idlers. Idler pulleys spin freely and do not exhibit damage. Cable segments stick out at wrist. Unusual for more than one cable to break. Additional observations not reported by site are tube damage and corroded clamping pulleys. Main tube exhibits wearing with light material removal and a rough surface finish throughout the entire tube length. Housing was removed to find all clamping pulleys and the roll bushing (each made from aluminum) exhibiting a white discoloration and severe pitting corrosion. Evidence not conclusive, but instrument was likely exposed to harsh chemicals during cleaning process. No other damage found. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage.